Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v536705, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins), the patient fell on (B)(6) 2014 and the ins was broken. It was noted that the patient also had impedance problems on a pacemaker and interference on an EKG. It was later reported that the cause of the event was that the patient fell at home prior to (B)(6) 2014. It was noted that several abnormal impedances were found on (B)(6) 2014 and there was likely a lead fracture from the fall. The device was reprogrammed on (B)(6) 2014 using normal impedance lead combinations and the patient felt stimulation on the new programs. It was noted that on (B)(6) 2014 the patient¿s healthcare professional was contacted and told that a cardiologist requested to have the device turned off as he thought it may be interfering with the patient¿s cardiac pacemaker. The device was turned off. The patient did not require hospitalization.